Event description:
I was asked to be a "model" for the product "radiesse" before the doctor would purchase the product. The product was injected along the orbital bone/above it leaving a oversized large red bag under each eye, both eyes are black and blue! I went back to get this fixed and the reps who mislead the surgeon told him it was not permanent to inject the same product to dissolve it that they use for other fillers. He did what they said I got a severe sinus infection and nose bleed that wouldn't stop. It has been going on a year later, it is worse than it has ever been! I went to a prestige high dollar plastic surgeon in (B)(6) who works with the FDA on cases such as my own only to be informed, doctors are not to be injecting radiesse on the orbital bone, eye, or any where near the eye area because it is "permanent" it will not go away. Now I have to have the entire area under the eye removed, the bone filed down, and the skin deformity cut and lifted. It is also costing me (B)(6) for this which is awful as well. I am at a loss for words. I have done extensive research on this and I unlike others am not blaming the person who did it, I am blaming the reps who "lied" and told him it's safe, the stuff will be absorbed by the body and it will go away, that there is no difference in the product from other fillers except that it last a bit longer. As stated, you, the FDA have handed over numerous cases to the surgeon in (B)(6), fixing my eyes and my vision is going quickly, it has to come out fast. You need to remove this from the hands of all plastic surgeons/medical professionals with credentials allowing them to inject it. As this surgeon correcting it said, who will not use radiesse in his practice, it was made for cancer/hiv/aids pts who lose their facial structure and suffer bone loss. There are millions of complaints, you are aware of most, I feel that you need to not allow this to continue like the "breast implant case" which I fell victim to as well and I am a "mastectomy pt," not one who wanted them for looks. Now I suffer the horrific side effects of radiesse because the corporation sends their wonderful reps to boast about how great it is and sells the doctors on it with lies!